Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited corrosion at the opening of the forceps channel.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected and additionl information from final investigation. Additional information: d4, h6. Corrected information: b5. Olympus will continue to monitor field performance for this device.

Event description:
It was also observed during the device evaluation, the cysto-nephro videoscope exhibited a chipped, lifted, and scratched bending section glue. There was no patient involvement.